Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device had no power. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device had no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device still had power, several pins of the unit's oscill-head base cpl were missing (broken off); not loose. It was further determined that the device failed pretest for 20 (general condition; article to be clean, no corrosion, no sharp edges, no cracks, etc); failed step due to the broken/missing pins 50 (check the saw blade coupling; check first oscill-head base complete of wear, cracks/tears,other damages and to incorrect positioning (mounting height) ¿ or missing pin(s); failed step due to the broken/missing pins. During repair it was observed: -unit's oscill-head base cpl was damaged.-broken pins, control unit potted pins were corroded and other components were worn, damaged and corroded. It was determined that these issues were consistent with wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.